Event description:
It was reported that one day after implant, the right atrial (ra) lead was found to be dislodged. A procedure was done to reposition the lead. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4092-52 lead implanted (B)(6) 2014. (B)(4).